Event description:
A gore viabahn endoprosthesis was used for treatment of a right common carotid aneurysm. During the deployment of an 8mm x 5cm device, the device began curl. The physician halted deployment and began to remove the device. The physician reported that the device partially deployed during the removal of the device from the sheath. Reportedly, the device may have partially deployed in the common femoral artery or the subcutaneous tissue. The device and sheath was successfully removed in tandem. Another device was used to complete the procedure. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Our engineers' investigation included a gross analysis of the returned device. Their investigation confirmed that the returned device was partially expanded while 1 cm of the proximal device end was still constrained. The proximal end of endoprosthesis was beginning to flower open, consistent with attempted removal through introducer sheath. The examination found no anomalies attributable to the manufacture of the device.